Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user started to experience a decrease in hearing performance with the device in summer. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: according to the limited information received from the field the recipient experienced a decrease in hearing performance. In situ measurements show an obvious short-circuit involving 4 respective 6 channels. However the timeline of events is unclear and the device_s received condition does not allow root cause determination since the electrode is cut in 3 pieces. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
An incident report from the clinic reporting a device explantation due to device failure was received. Reportedly, the user started to experience a decrease in hearing performance with the device in summer. The user was re-implanted on (B)(6) 2020.